Manufacturer narrative:
This medwatch for suspect device in coaguchek system 2. Reference medwatch with a1 patient for suspewct device in coaguchek system 1. Additional concomitant medical products: oxypam, digitech - .025mg,avacor - 100/200, b1b12 - 400.

Event description:
Caller states the patient tested 1.9 inr on coaguchek system 1 and 2.5 inr on coagucheck system 2 during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return.